Event description:
On (B)(6) 2014, the distributer contacted animas and reported a call service alarm issue with the device. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box revealed data from (B)(6) 2014; no information was found on the reported event date of (B)(6) 2014. The time and date was accurately set at the start of investigation. The rewind, prime and load steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened; no moisture corrosion was observed. The reported complaint was unable to be duplicated during investigation.